Manufacturer narrative:
Device analysis report attached. This report is submitted on march 19, 2024.

Manufacturer narrative:
This report is submitted on january 17, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection at implant site. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.